Event description:
It was reported that the customer's insulin pump was missing material around the charging port and its buttons were sticking, which impacted pump operation. The customer believed boluses were not being delivered due to these issues. There was no adverse impact to the customer¿s blood glucose level reported. The customer was instructed to continue using the current pump until a replacement was provided, as the pump was still under warranty. Tandem technical support sent a replacement pump with updated software and instructed the customer on returning the defective one. The customer was also advised on the proper steps following receipt of the new pump and acknowledged these instructions.